Event description:
This device was attempted but not implanted because of a header issue. Should additional info become available, this event will be updated. (B)(6) 2012 - we were informed that when implanting this device, the physician noted that the lead was difficult to insert into the header and the set screws were difficult to tighten. The physician closed the pocket over this device and the device was tested. Testing showed that one of the leads had a loose set screw. The physician reopened the pocket and checked all of the set screws, which appeared to be fully tightened and properly engaged. The device was reinterrogated and showed the same lead issues. The lead was disconnected and tested with an analyzer which showed no issue with the lead. However, when it was reconnected to the device, it showed the same issues as before.